Manufacturer narrative:
Voluntary event report was received. Medwatch:mw5146895.

Event description:
Voluntary medwatch received states that patient's lead exhibited high threshold. Lead fracture was also noted. Programming changes were made. The patient status was unknown.